Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The monopolar curved scissors (mcs) instrument was analyzed and found to have a blade broken. The blade broke at roughly the base. A piece measuring approximately 0.371" x 0.160" was found to be broken off. Broken piece was not returned. Components adjacent to this broken blade did not show damage. Additional observation(s) found unrelated to the reported complaint states that the instrument exhibited scratch marks/abrasions on the brown laser marked section of the tube extension. As a result, the orange plastic beneath the laser marking was exposed. Tube extension scratch marks measured roughly 0.081¿ x 0.020". There was not any material missing. The complaint was confirmed by failure analysis.

Event description:
It was reported that during a da vinci-assisted hiatal hernia surgical procedure, the monopolar curved scissors instrument had cutting issue and the blade was not sharp. The procedure was completed. There was no patient harm due to this event.